Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the bipolar function did not work on the device. It is unknown if there was delay in the procedure and if there was blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected. Foreign material was observed with the sides of the ground and the active electrode of v-cutter. No visible damage was found on the sides of the active and ground electrode of the v-cutter. The electric circuit was also tested by testing the electrical resistance. The returned sample was confirmed to function as intended. The reported event was not able to be replicated; therefore, the complaint was not confirmed and a definitive root cause was not determined. It is likely that the reported event was due to the foreign materials temporarily attached to the active electrode and interrupted the electrical circuit or when cauterizing, they were not in contact with the ground electrode. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 13, 2017. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.